Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was discovered in the tube. There was no report of patient impact. The following information was provided by the initial reporter: there is foreign matter in the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 367856, lot/batch #: 3016625. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was discovered in the tube. There was no report of patient impact. The following information was provided by the initial reporter: there is foreign matter in the tube.